Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with less than 50 units of insulin during the load sequence. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Tandem technical support educated the customer to load enough insulin in the cartridge. The customer re-loaded the cartridge to resolve the issue.